Event description:
Pt expired suddenly, hours after an ileoconduit was performed for cancer. An introducer was placed in the internal jugular pre-operatively. Post-operatively, the rn removed the stopcock from the introducer. She was unaware that the components were glued together at the MFR. The tip of the stopcock broke off in the hub of the introducer. The rn then applied a centurion (female) adapter to the hub of the introducer and attached an IV at a keep open rate. The connection was checked for leaks and none were noted. Hours later, pt's head of bed was raised 30 degrees and he started to use his incentive spirometer. Pt took some deep breaths then complained of shortness of breath. Pt became unresponsive. Cardiac monitoring showed sinus rhythm changing to bradycardia, then asystole. Resuscitation was unsuccessful. At time of code, blood was noted dripping from connection of introducer and centurion adapter. It is suspected that pt may have had air embolism from loose connection based on sequence of events. Pt had history of pneumonectomy 20 yrs ago for benign disease. (?possible factor in increasing negative pressure along with elevating head of bed and use of incentive spirometer). There are no markings on introducer indicating that stopcock is bonded to hub of introducer. An autopsy was performed by coroner's office. Unfortunately, coroner's office did not relay to pathologist that an air embolus needed to be ruled out. An autopsy to rule out an air embolus requires a special technique, which wasn't done. Cause of death is inconclusive at this point but an air embolism is highly suspected.